Event description:
Pt reported experiencing high blood glucose over the last month (up to the 300s [mg/dl]), and she alleged that device is at fault for high blood glucose. Pt self-treated high blood glucose by bolusing. Pt then switched to back-up device and now her blood glucose is ok. No errors were generated by original device.